Event description:
The customer indicated that hemoglobin (hgb), mean corpuscular hemoglobin concentration (mchc), and mean corpuscular hemoglobin (mch) were running low on xb (x bar b) on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Xb analysis uses a "weighted moving average" of patient sample results; the analyzer is considered to be in control when mean mcv, mch, and mchc determined on a batch of 20 patients by use of the algorithm xb are within 3% of the expected mean indices of the population. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/23/2015. The fse indicated that he replaced the hgb bath (chamber) that appeared cloudy to address the hgb and related xb issue. Controls and hgb were back at assay targets. The fse ran several samples with no further issues with xb. (B)(4).